Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the implant date. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15 january 2018) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4 (catalog no, lot no, expiry date, UDI), d6b (date of explant), g3, g6, h2, h4, h6, h10, h11. Corrected fields: d6a (date of implant). Note: section a through f. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2019. Patient was diagnosed with incisional hernia thereby underwent open repair with implant of ventrio st mesh (device 1). Per operative notes, ¿an incision was made into the upper midline of abdomen. The hernia sac was dissected out. A ventrio st mesh (device 1) was placed into the defect and secure it with sutures.¿ (B)(6) 2021. Patient was diagnosed with recurrent incisional hernia, adhesion, scar tissue hereby underwent laparoscopic repair with implant of bard soft mesh (device 2) and explant of ventrio st mesh (device 1). Per operative notes, ¿an incision was made into the abdomen through previous incisional site. The hernia sac was dissected out. There were dense scar tissues, which were taken down sharply. Previously placed ventrio st mesh (device 1) was excised entirely. A bard soft mesh (device 2) was placed into the abdomen and closed the defect with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.